Event description:
It was reported to philips that system's collimator had a problem, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer visited the site and found that the collimator was defective, which caused the system to display errors during the startup process. After reviewing the log, fse found communication issue from fdcsib with the collimator. To resolve the issue fse replaced collimator. After replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.